Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and alleged that the insulin pump was over delivering insulin. Customer¿s blood glucose value was 600mg/dl. Customer alleged the insulin pump of over delivery because the blood glucose value did not change unless customer delivered units with insulin pen. Customer treated high blood glucose value with multiple insulin pen injections and pump bolus. Reservoir will not be returned for analysis.